Event description:
It was reported the probe made a loud grinding noise during sample mode. The system responded with an unk error code and the customer shut it down. They replaced the probe and started again. The new probe made a similar noise but the physician completed the procedure with no pt consequence.